Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak), incorrect technique/procedure (treatment of dissection). Evaluation . Conclusions: user error contributed to event (treatment of dissection).

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a thoracic aortic dissection approximately four months ago. There was an existing open repair graft that was in place from an unknown date and the talent captivia was implanted within this stent graft. Aneurysm morphology from the time of implant was not reported. It was reported that on a follow-up CT that was done and the false lumen was still filling from a proximal type 1 endoleak with increase in the size of the aneurysm size. The physician will monitor the patient. No clinical sequelae were reported and the patient is fine.